Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 in the auxiliary had failed. A field service engineer (fse) found that the drawer did not show as faulted when attempting to recover it, but it did not display any drugs available. The fse unplugged the drawer and rebooted the station. After shutting down the station, reconnecting the drawer, and restarting the application, the drawer was recognized. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 was failed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.